Event description:
According to the reporter: occurred during an open neurosurgery procedure. The needle broke. No device component fell into the cavity of the patient. An x-ray was not performed to locate the needle. The suture was not treated or hydrated prior to use. The surgeon was employing a standard suturing technique when the issue occurred. In order to resolve the issue and complete the case, a new suture was opened. There was no patient harm. The patient status is alive, no injury.